Manufacturer narrative:
(B)(4)

Event description:
It was reported that the right atrial lead exhibited loss of capture, the lead was repositioned successfully on (B)(6) 2016. No additional information was available. No patient symptoms were noted.